Event description:
It was reported that the patient was found down in her home and is currently in the unit intubated with a hypoxic brain injury. The patient's family does not have a clear picture of what happened the night before. The patient was at a friend's house and slept on the couch. It looked like the batteries depleted and the patient's pump shut off. Upon review of the patient's log file, the pump stops began at 6:36 on (B)(6) 2021. The patient's external batteries and backup battery drained completely. These events were preceded by several low power advisories indicating that the batteries were running low. The pump appears to have been off for about 2 minutes before one of the batteries was replaced. Once power was restored the pump returned to operating at the set speed. It appears that the patient was sleeping on batteries. The patient passed away on (B)(6) 2021 due to battery depletion. Related manufacturer reference number: 2916596-2021-00602.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed a complete loss of power to the system controller resulting in a clock reset. This event appeared consistent with full depletion of the external and backup batteries, which ultimately caused a pump stoppage. The controller event log file contained approximately 139 events dated from 7:04:47 on (B)(6) 2021 through 6:38:25 on (B)(6) 2021. This data range was followed by 84 events dated from on (B)(6) 2000. The inaccurate date was consistent with a total loss of power to the system controller and reset of the timestamp to the default on (B)(6) 2000, per design, and corresponded with clock invalid controller fault flags and controller clock corrupt alarms. Following this data range, the log file captured another 33 events dated from 10:34:29 through 12:25:27 on (B)(6) 2020. The beginning of the log file captured the system operating on battery power. Low power advisory alarms became active at 2:49:28 on (B)(6) 2021, due to the patient using the 14v li-ion batteries below the advisory voltage threshold. These alarms were followed by low power hazard alarms at 4:25:17 on (B)(6) 2021 when the batteries fell below the hazard voltage threshold. Full depletion of the 14v li-ion batteries was captured at 4:37:59 on (B)(6) 2021, as evidenced by an active no external power alarm. At this time, the 11v backup battery became active; however, the backup battery also appeared to have fully depleted, resulting in a pump stop at 6:36:58 on (B)(6) 2021. Following the last known timestamp of 6:38:25 on (B)(6) 2021, a controller reset was captured. This corresponding with the date and time being reset to the default timestamp on (B)(6) 2000 0:00:000, indicating a complete loss of external power to the system controller. Following the reset, the system controller was reconnected to fully charged batteries and the pump restarted and resumed normal operation. The controller clock was reset at 10:34:29 on (B)(6) 2021. Excluding the observed events, the pump appeared to function as intended at the set speed. The account reported that the patient was found down in her home and was brought to the unit with a hypoxic brain injury and intubated. The patient¿s family did not have a clear picture of what had happened but stated that the patient had slept on the couch at a friend¿s house and it looked like the batteries depleted and the pump then shut off. It was later reported that the patient later expired. It was communicated that heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), would not be returned for evaluation. No product is available for investigation. The heartmate 3 lvas IFU, is currently available. Section 1, "introduction", lists death as an adverse event that may be associated with the use the of the heartmate 3 left ventricular assist system. Section 2, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3, ¿powering the system¿, and section 6, ¿patient care and management¿, warn that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep, including switching to the power module or mobile power unit. This section further states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Additionally, section 7, ¿alarms and troubleshooting¿, details all system controller alarms, including the low battery advisory and low battery hazard, and how to resolve them. The heartmate 3 lvas patient handbook, is also currently available. The patient handbook contains the same warnings and steps the patient should take when going to sleep in section 2, ¿how your pump works¿ (under ¿system controller power cable connectors¿), section 3, ¿powering the system¿ (under ¿when to connect to the mobile power unit¿), and section 4, ¿living with the heartmate 3¿ (under ¿sleeping¿). Section 5, ¿alarms and troubleshooting¿, details all system controller alarms, including the low battery advisory and low battery hazard, and how to resolve them. Section 3, ¿powering the system¿, details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08may2020. No further information was provided. The manufacturer is closing the file on this event.